Manufacturer narrative:
Device described as a cervios device but no part or lot number is available. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported the patient experienced occasional pain in two fingers in both hands and beginning (B)(6) 2012. It was also noted the severity of the event was mild, no impairment, and no course of action taken. The current state of event was resolved on (B)(6) 2013. The investigator concluded the event was possibly related to the type of surgery, and possibly related to the implant. The implant has not been explanted.

Manufacturer narrative:
Implant date unknown. Without a lot number the device history records review could not be completed. The investigation could not be completed; no conclusion could be drawn, as no product was received. UDI # unknown part number, UDI is unavailable. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported (B)(4) study patient experienced neck pain, numbness of fingers, and neck and shoulder numbness. Upon examination, the investigator noted (B)(6) 2011, the patient was experiencing neck pain and numbness of fingers. It was also noted the severity of the event was mild, no impairment, and no course of action taken. The current state of event for the neck pain was resolved on (B)(6) 2012. The current state of event for the numbness of fingers was resolved on (B)(6) 2013. On (B)(6) 2013, the patient returned to study site. The investigator noted (B)(6) 2013, the patient was experiencing neck and shoulder numbness. It was also noted the severity of the event was mild, no impairment, and no course of action taken. The current state of event was noted as ongoing with no treatment plan. The investigator concluded the events were possibly related to the type of surgery, and possibly related to the implant. The implant has not been explanted. This report is for an unknown prodisc-c implant. This is report number 1 of 1 for (B)(4).